Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within one minute, he obtained blood glucose readings of 235 mg/dl on the contour next one meter and 95 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9epeg09a for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.